Event description:
The customer reported via phone call experiencing high blood glucose levels for the last three days, stating that she had trouble keeping her blood glucose under 300 mg/dl. The customer stated that her blood glucose rose as high as 448 mg/dl. She stated that she had only been treating with the insulin pump but had been unsuccessful in getting the blood glucose under control. The customer's most recent blood glucose was 304 mg/dl. She did not observe any symptoms of high blood glucose. She was advised to remove the reservoir, rewind, reinsert the reservoir and run a manual prime with the current set; she reported that insulin exited at the quick release. She was unable to remove the infusion set and check for a bent cannula. She was advised to change the entire set, reservoir and insulin, and to treat per doctor's instructions. The insulin pump passed the high pressure test. She was advised to consult her doctor regarding high blood glucose and that the insulin pump worked as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.